Event description:
Same case as MFR #: 2134265-2009-07091. It was reported during a percutaneous coronary interventional procedure with rotational atherectomy, a wire fracture occurred. The greater than 50% stenosed lesion being treated was located in the moderately calcified right coronary artery (rca). The rca had a significant bend, between 45 to 90 degrees. The lesion was 15-20mm long, and the vessel diameter was 3.5mm. Following advancement of the floppy rotawire beyond the lesion, the 1.5mm burr was utilized for 6 passes, ranging in speeds from 129k rpms to 157k rpms, and length of the runs ranged from 7 second to 26 seconds. At the sixth run, the physician noted that approximately 5cm of the floppy rotawire guide wire had detached. The physician removed the burr, and used multiple wires, balloons and stents to open the vessel. He then was able to successfully snare the wire fragment from the patient. No further patient complications were reported, and patient status was reported as 'fine'.

Manufacturer narrative:
An initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.